Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in used condition with non-smiths medical tamper seals and visible chipping and cracking of both front corners of top case and right plunger case. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "force sensor background test error" was found in the event log. The power on start test and force sensor tests were employed during investigation. The customer reported product problem "force sensor background test error" was unable to be duplicated upon power on start test and all reding of the force sensor was within the required specifications. The intermittency of the error was unable to be determined. The force sensor and plunder cable were replaced preventatively and the device subsequently passed all functional and delivery tests.

Event description:
It was reported that a smiths medical medfusion pump exhibited a force sensor error during a background test. No patient harm has been reported at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: h10 device history record review statement.